Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient fell on their back approximately one year ago and the implantable neurostimulator has not worked properly since the fall. The patient suspected an issue with the lead and reported that stimulation was not working properly for a couple of weeks prior to the report. The patient was redirected to their managing healthcare provider.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated there were high impedances post fall. Impedance value of >10,000 to electrode 8 and 15. Red x showing on lead select screen. Impedance check. Reprogramming completed without using these electrodes. Patient reports he had a fall around a year ago. He was unable to recall exact date. Since that time, he felt his stimulation had not been as effective for his back and leg pain. The pt also noted there was intermittent stimulation. Reprogramming completed without using electrodes with elevated impedance. Patient will follow up with rep as needed. Managing provider notified. Issue resolved. No additional intervention planned. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.